Manufacturer narrative:
H.6. Investigation summary: material #: (B)(4) lot/batch #: (B)(4) bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to cannula broke off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula broke off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the needle broke and subsequently cut through the gloves and scratched the skin of a nurse's finger. The nurse immediately squeezed out a small amount of blood from the proximal end to the distal of the affected area and washed and disinfected it with running water.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the needle broke and subsequently cut through the gloves and scratched the skin of a nurse's finger. The nurse immediately squeezed out a small amount of blood from the proximal end to the distal of the affected area and washed and disinfected it with running water.